Manufacturer narrative:
(B)(4). Infection. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic cholecystectomy and a umbilical hernia repair with mesh under general anesthesia on (B)(6) 2010. The pt was discharged on (B)(6) 2010. On the (B)(6) 2010, the pt underwent re-operation to remove the infected mesh. The pt was treated with ubi pus evacuator and antibiotic. The stop date of the event is listed as (B)(6) 2010.